Event description:
Additional information was provided that the lead was later noted to be fractured. Increased lead impedances and noise during interrogation were noted. It was noted that the patient's abdominally implanted system would be abandoned and replaced. Additional information was provided that the lead was explanted and replaced with a non boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited shock impedances of greater than 200 ohms with a non - boston scientific device. It was noted that this measurement alert was with the superior vena cava (svc) coil, thus it was questioned if this lead had an svc coil. Technical services (ts) discussed that the lead did have an svc coil and that it was possible there was an issue with this portion of the lead. It was noted that the right ventricular (rv) coil to can impedance was 59 ohms. This was going to be investigated further. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.